Event description:
While attempting to stent in the cavernous carotid artery, the physician lost position and the stent (subject device) was deployed in the cervical carotid instead. The physician followed by placing another stent in the cavernous carotid artery. The pts condition is reported to be "ok."